Manufacturer narrative:
Occupation: reporter is a synthes employee. Corrected data: concomitant medical products: devices are no longer considered concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown tfna nail.

Manufacturer narrative:
This report is for an unknown unk - nails: tfna/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Pain, surgical intervention and device issue (nail was a little proud out of the greater trochanter). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had an intertrochanteric fracture and was fixed with a proximal femoral nailing system (tfna). The nail was a little proud out of the greater trochanter. The only available size at the time was 11mm x 130 degree nail. The surgeon put this on his dictation notes. The patient saw it as a problem and is complaining of hip pain. Date of the original implant was on (B)(6) 2018. There is no details about the revision or re-operation as of this time. Patient status is unknown. Concomitant device reported: unknown tfna helical blade (part # unknown, lot # unknown, quantity 1), unknown locking screws (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 3 for (B)(4).